Event description:
It was reported that during a meniscus surgery, when the fast fix 360 was entered for the first perforation, the handle was activated allowing t1 to be deployed, and this one remained in the capsule. At the time of returning the handle to verify the first point, it was evident that the suture was cut, leaving both ts separated without the possibility of suturing the meniscus. T1 was deployed through the meniscus, ts were removed, the cut suture that joined them was pulled and subsequently removed with grasper forceps. Surgery was completed with a back-up device instead. There was a surgical delay of less than 30 minutes, and no further complications were reported.

Event description:
It was reported that during a meniscus surgery, when the fast fix 360 was entered for the first perforation, the handle was activated allowing t1 to be deployed, and this one remained in the capsule. At the time of returning the handle to verify the first point, it was evident that the suture was cut, leaving both ts separated without the possibility of suturing the meniscus. Surgery was completed with a back-up device instead. There was a surgical delay of less than 30 minutes, and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H10: internal complaint reference case-(B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: h2: additional information on a2, a3 and a4.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned in the pret2/postt1 setting with the cut suture implant returned off the insertion device, t2 was still in the channel ready to deploy; t1 was not returned. There is biological debris on the returned items. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture material specification, found a material certification of analysis is required with each lot. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factors that can contribute to the reported event includes use of sharp instruments to manage or control the suture that can cause breakage of the suture. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.